Event description:
The customer reported they have had an issue with sweep speed mismatch for a while, and it has gotten exponentially worse since the fco (field change order) upgrade. The device was in use on a patient. There was no report of patient or user harm.